Event description:
It was reported that during the explant of s1 drg lead due to ineffective therapy (related manufacturing reference number: 1627487-2025-00585), the tip of the lead got stuck in patient's foramen and broke off. Physician was unable to remove the remainder of the broken lead, and it currently remains implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.